Event description:
The customer reported that there was a communication failure error message. This error may result in a sys lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.